Event description:
Customer reported the system will intermittently displays a pre-charge error and will not boot up. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module, filament driver board, and the battery charger/power cap wiring harness. System operates as intended.